Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. All buttons functioned properly. However, insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called and reported the insulin pump screen froze, she replaced the battery, and the device alarmed with a battery out limit. Customer's blood glucose was 247 mg/dl. The customer stated the batteries were out of the device greater than the duration allowed by the pump, which was explained to be normal pump behavior. The customer stated there was also an issue involving several of the buttons on the keypad. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.